Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a microcatheter with no taxus liberte (mr) stent delivery system (sds) and no stent. The returned catheter was visually, tactilely examined along the entire length and there was no stent inside the lumen of the catheter. The specification on the packaging label for recommended guide catheter is a 5f equal or greater than 0.058 inches for inner diameter. It was determined using pin gauges that the microcatheter had an inner diameter of 0.050 inches. The most probable root cause is user / use error as it is noted in the product directions for use (dfu) 'do not attempt to pull an unexpanded stent back into the guiding catheter while engaged in the coronary arteries, as stent damage or stent dislodgement from the balloon may occur.' (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The physician was advancing the 3.0x16mm taxus liberte stent delivery system through a microcatheter and encountered difficulty advancing through the catheter. The physician attempted to withdraw the taxus liberte stent and it dislodged in the micro catheter. There were no reported patient complications and the patient status was good.

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The physician was advancing the 3.0x16mm taxus liberte stent delivery system through a microcatheter and encountered difficulty advancing through the catheter. The physician attempted to withdraw the taxus liberte stent and it dislodged in the micro catheter. There were no reported patient complications and the patient status was good.